Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2015. Dtmb2qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "chest stimulation" and it was noted patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.